Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an error code generated by the programmer which indicated a possible problem with the link electronic module board. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had an error, as a result the main processing unit (mpu) circuit board and link electronic module (lem) circuit board were replaced. It was also noted that the overlay to the screen was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.